Event description:
The pt reported the device was removed due to infection. No other symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.